Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. The patient was using a t:slim x2 insulin pump during the event. According to the patient, on (B)(6) 2026, they were hospitalized with diabetic ketoacidosis (dka). The patient experienced abdominal pain, nausea, and high ketone values of 4.9 mmol/l. The sensor had failed during the night leaving the pump standalone rather than a closed loop, which had caused the patient to experience hyperglycemia. At the hospital the patient was treated with intravenous saline and insulin. At the time of the report the patient was stable. A review of performance data was unable to confirm the allegation described by the patient. Data investigation shows that the patient's last sensor prior to the date of contact was inserted on the morning of (B)(6) 2026, and it did not fail at any point between then and the date the incident was reported to dexcom on (B)(6) 2026. Readings included some high (greater than 22.2 mmol/l) values, and they were mostly consistent aside from one period of signal loss observed on (B)(6) 2026 (during which readings were in target range and therefore likely unrelated to the reported hyperglycemic event). The previous sensor session, which began on the evening of (B)(6) 2026, did end in a sensor failure on the evening of (B)(6) 2026. However, the failure occurred at 7:52 pm and not "overnight" as stated by the patient, the patient's estimated glucose values had already been above the high alert threshold for several hours prior to the failure, and the sensor failed alert was acknowledged soon after failure, making it unclear whether the failure was associated with the hyperglycemic event reported by the patient. As the dates of incident provided by the patient could not be clarified, and the investigation results did not find any issues that aligned clearly with the alleged incident, the complaint is considered undetermined and the root cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.